Event description:
Device was to be used for closure of the groin following cardiac cath. Upon insertion of the device and attempted deployment, the device would not open correctly - only two of the prongs opened instead of three. The device was removed and all parts were present. A manual hold was used on the groin instead of a closure device.

Event description:
Device was to be used for closure of the groin following cardiac cath. Upon insertion of the device and attempted deployment, the device would not open correctly - only two of the prongs opened instead of three. The device was removed and all parts were present. A manual hold was used on the groin instead of a closure device.